Manufacturer narrative:
Updated fields: b4, d8, e1(initial reporter email), g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and system passed all subsequent leak tests without issue. The fse could not duplicate gas loss issue. Unit passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had air gas alarm before use. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Due to character limitation, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.